Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particle in tubing and also alleged difficulty in breathing . There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particle in tubing and also alleged difficulty in breathing . There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of slight discoloration on the internal surface of the ui panel, fine black/grey dust like contaminant around the filter, white dust like and white hairlike contaminants on the blower and blower outlet seal, fine black particulates on the blower box around the blower seal consistent with keratin, fine white/grey dust like particulate on the back panel o-ring. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with slight discoloration on the internal surface of the ui panel, fine black particulates on the blower box around the blower seal with keratin, fine white/grey dust like particulate on the back panel o-ring and white hairlike contaminants on the blower and blower outlet seal, fine black/grey dust like contaminant around the filter inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation.